Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and copd. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap s/t device's sound abatement foam. The patient has alleged lung disease and copd (chronic obstructive pulmonary disorder). No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Blower noise was observed. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. 1024 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Tan dust-like contamination at the air inlet and the inside bottom of the blower box. Blower noise observed. All 4 non-slip pads missing, sd card cover missing, air inlet filter missing, ui (user interface) knob missing, ui (user interface) panel damaged at lcd window, lcd backlight. Inoperative, possible plastic particles in humidifier water tank¿s water after thermal test. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, health impact code grid, component code grid, conclusion code grid has been updated.